Manufacturer narrative:
H6: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having direct lateral interbody fusion / discectomy (l3/4) for degenerative disc disease/foraminal stenosis. It was reported that the cage broke and snapped off the inserter before complete insertion. Additional fragments of the cage broke off during a removal attempt. The cage was drilled out using a match head burr, and the area was irrigated and checked for debris with x-ray and direct vision. Although intraoperative assessment suggested adequate removal, it cannot be confirmed with 100% certainty that no residual implant or instrument fragments remain because the implant is peek (radiolucent and not visible on x-ray) and achieving absolute certainty would have required extending the incision by approximately 3¿5× with associated morbidity; the surgeon was satisfied with the material retrieved and the field assessment using loupes, a light source, and extensive irrigation. The cage was collected, and a new cage was reimplanted using large shims without complication. No patient complications have been reported as a result of this event.